Event description:
Surgeon reported that had a near free cap left eye and that the flaps may be thin. Femtosecond laser performed both eyes without complication under the laser. The center did video of the procedure. After view of the video it appears that a hinge was made. However when surgeon put the flap back on the globe it did appear to rip and there was a very small attachment at the hinge. Patient has a history of tremor. Surgeon after a few attempts did successfully place the flap back and placed a bandage contact lens. Surgeon reported to applications support manager that patient had a bandage contact lens in place for a full three weeks after surgery. The contact lens was then removed. Surgeon stated that about a week later the patient rubbed his eye and dislodged the flap. Surgeon applied a bandage contact lens. During this time the patient developed an ulcer that was (B)(6). Surgeon is currently medically treating for the infection. Uncorrected visual acuity (ucva) after the initial contact lens was out was 20/80. She stated that the patient had known anxiety and depression issues and that during these anxiety issues the patient would tremor. She did say that the hinge did tear mainly due to this but suggested that the hinge that was made with the femtosecond-60 may have been small. Surgeon suggested that other physicians had thin flaps as well.

Manufacturer narrative:
Concomitant product was inadvertently not provided with initial report. Patient interface lot number cp01337. Patient interface was investigated the investigation results cannot confirm the reported event. The applanation cones and suction rings assembly were inspected, and functional and dimensional testing was completed and no damages were observed and no failures were detected; therefore, the components received met specifications and the acceptance criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Application support manager visited the site and inspected the cone(s) used on the patient and confirmed that the side cut had indeed made a hinge. Cut gel flaps and flap thickness were within specifications and within tolerance. Bed energy confirmed at 0.95. Z calibration was also done using 3 cones two of which were from unopened pi kits at this location. Confirmed z cal using the average cone I then checked thickness for average thickness and it passed within tolerance. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.